Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
On (B)(6)2023, the patient's parent reported that the patient experienced no alert, and inaccurate cgm values five days after the sensor was inserted in the abdomen. While at school, the patient had a seizure and passed out in the bathroom stall. There was no mention of symptoms prior to the episode. The parents reported no awareness of the patient's hypoglycemia due to no data on their follow app. At some point during the event, the cgm was reportedly 150 mg/dl off from the bg (no values provided). The patient was treated by the school staff with nasal glucagon and 911 was called. The patient's hypoglycemia was treated further with carbohydrates 4 hours later. The patient was hospitalized and received 4 units of unspecified insulin at the hospital to treat rebound hyperglycemia. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. On 04/23/2023, follow-up attempts with the patient's parent, but the reporter declined to give details on the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were 150 mg/dl off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient's parent reported that the patient experienced no alert, and inaccurate cgm values five days after the sensor was inserted in the abdomen. While at school, the patient had a seizure and passed out in the bathroom stall. There was no mention of symptoms prior to the episode. The parents reported no awareness of the patient's hypoglycemia due to no data on their follow app. At some point during the event, the cgm was reportedly 150 mg/dl off from the bg (no values provided). The patient was treated by the school staff with nasal glucagon and 911 was called. The patient's hypoglycemia was treated further with carbohydrates 4 hours later. The patient was hospitalized and received 4 units of unspecified insulin at the hospital to treat rebound hyperglycemia. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was ok. On 04/23/2023, follow-up attempts with the patient's parent, but the reporter declined to give details on the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were 150 mg/dl off. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.